Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received from the consumer that he had a corneal abscess a year ago on vacation while wearing the lenses. A few days ago, consumer visited the ophthalmologist again and tests were good, but his cornea was healed and there was a still little scarring which had led to a little astigmatism. He sought medical attention with dexamethasone and tobramycin for a while. The current status of the consumer's eye was recovered at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot has been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).